Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump act keypad button and the arrow up button are not responsive. The customer's blood glucose reading was 150 mg/dl at the time of incident.